Event description:
The device was used during an open heart procedure. Reportedly, the clips did not load properly. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.